Event description:
Customer reported the table motion is locking up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand controller. System operates as intended.